Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm medium-large clip applier instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to be fully functional. There was no damage on the distal end of the instrument. The grip and pitch cables of the instrument had no issues to be detected. The instrument showed 25 uses remaining when placed on an in-house system. It moved intuitively with full range of motion in all directions. The grips opened and closed properly. It also passed the clip test. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2022-05-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.